Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left coil fallopian tube/left coil out of the fallopian tube. Leak into the pelvic area from insert') in an adult female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/lower pelvis pain") and fatigue ("fatigue"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, mood swings, allergy to metals and weight increased outcome was unknown and the nausea, dyspareunia, pelvic pain and fatigue had resolved. The reporter considered allergy to metals, depression, device dislocation, dyspareunia, fatigue, mood swings, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2011. Essure did not worsen a previously existing injury/condition. Current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85.261 kgs. Hysterosalpingogram - on (B)(6) 2016: hsg testing was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left coil fallopian tube/left coil out of the fallopian tube. Leak into the pelvic area from insert') in an adult female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/lower pelvis pain") and fatigue ("fatigue"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, mood swings, allergy to metals and weight increased outcome was unknown and the nausea, dyspareunia, pelvic pain and fatigue had resolved. The reporter considered allergy to metals, depression, device dislocation, dyspareunia, fatigue, mood swings, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2011. Essure did not worsen a previously existing injury/condition. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2016: hsg testing was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: this case is valid case. Pfs received. Previously reported event injury was replaced with hormonal changes describe: mood swings, psychological or psychiatric problems condition: depression, migration of essure device location of device: left coil fallopian tube, nausea, nickel allergy, dyspareunia (painful sexual intercourse), pain, weight gain. Lot number received. Outcome of the events added. Laboratory data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.